Manufacturer narrative:
Initial reporter address: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) effluent sample bags leaked. It was further reported that three (3) bags leak from one box and one (1) from a second box. The leak was described as "from the top of the bag, where the two connections are." This was identified during connection to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.